Manufacturer narrative:
An event of difficult to advance the delivery system was reported. The delivery system was returned with a bent damage on the valve capsule and inner shaft. The blue band of the valve capsule was noted to have slight damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported difficulty to advance the ds. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor transcatheter aortic valve was selected for implant using a small flexnav delivery system. During the procedure the delivery system was unable to cross the common iliac artery (cia) while there was pre-existing stent and calcified lesion. The delivery system and valve were removed from the patient and replaced with a 26mm non-abbott valve. A retrograde dissection was noted at the right cia. A covered stent was used to treat the lesion. It was also noted that the nose cone of the delivery system was over-captured and was 1mm inside the valve capsule. The patient remained hemodynamically stable throughout the procedure. The patient status was stable. The physician believed the delivery system pushed the pre-existing stent when it was advanced.